Event description:
A cartridge alarm was reported during the pumping process for the customer's pump. There was no reported adverse impact to the customer's blood glucose level. The customer was unable to resume insulin therapy after attempting to load a new cartridge, as the cartridge alarm persisted. Technical support assisted by arranging a replacement pump and confirming the shipping details. The customer was instructed on how to put the malfunctioning pump into storage mode and return it using a pre-paid label, which they acknowledged. In the interim, the customer opted to use multiple daily injections as backup insulin therapy.